Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Pump received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has moisture underneath the display screen and alarmed motor error. Customer does not recall any significant events leading to the error, except that the pump may have been exposed to sweat. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and customer was advised that the device would be replaced.